Manufacturer narrative:
The device was returned for evaluation and visual examination found the fire started on the active part of the instrument, which suggests that the instrument ignited due to an electrical overload. There was no observed defect on the coating, apart from the end which seems to have melted following the ignition of the jaws. Device history record review was unable to be performed since the lot number of the device was not available. The complaint was verified as valid. Based on the results of the investigation, it appears that the reported issue was due to human action.

Event description:
A distributor reported on behalf of the customer that on (B)(6) 2017, the forceps (handle cev669a dia 5mm ang bipolar) ignited when in the pocket of the operative field. The user facility was unsure whether the issue was related to human action like activation of the footswitch or error of voltage. There was no reported patient injury. It was unknown if the event led to an increase of surgery time.